Event description:
It was reported that the "bed was not working for unknown reason, and when pendant was unplugged and re-plugged back in it started working again, patient usually has to turn off bed entirely and turn it back on in order for it to work".

Manufacturer narrative:
It was reported that "bed was not working for unknown reason, and when pendant was unplugged and re-plugged back in it started working again, patient usually has to turn off bed entirely and turn it back on in order for it to work". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.